Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera vascular covered stent that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent are identified in d2 and g4. H10: a voluntary recall has been initiated for the covera vascular covered stent which was product catalog/lot number specific. Reportedly the covera¿ vascular covered stent has the potential to exhibit deployment issues (i.e., failure to deploy the covered stent) due to slide block bond failures in the device handle. Full or partial failure of the product to deploy is most likely to require percutaneous replacement with existing access. In rare cases, iatrogenic vascular injury may occur as the result of device withdrawal, manipulation, or abrupt/unexpected movements, particularly in the context of difficult or partial stent deployment or mispositioning. Adjunctive endovascular maneuvers may be indicated. There have been no cases where an open surgical procedure has been required. To date, there have been no reported patient injuries associated with deployment issues. As a result of the field action, this event is being reported as a malfunction reportable event. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system of a covered stent was returned for evaluation. The slide block, a force transmitting component was no longer connected to the proximal sheath. The disconnection of the slide block is considered to have led to the reported impossibility to completely deploy the covered stent. Based on evaluation of the sample the inability of an adhesive joint (slide block/tether/diving sheath) to withstand tension force during deployment is confirmed. A definite root cause is not yet available and will be documented in a quality event. Labeling review: review of the relevant labeling was conducted. Based on the IFU supplied with this product delivery system specific events that could be associated with clinical complications include but are not limited to failure to deploy and high deployment forces. Regarding correct deployment the IFU states: "(...) Maintain a stationary hold on the white stability sheath during covered stent deployment (¿). Hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly. Maintain the remainder of the white stability sheath (...) Relaxed and avoid tension". With regards to accessories, the IFU states "0.035 inch (0.89 mm) guidewire of appropriate length to allow safe delivery of the covered stent and removal of the delivery system and an introducer sheath with appropriate inner diameter and length". Regarding preparation the IFU states: "pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated." H7: yes, recall. H9: unknown. H10: d4 (expiry date: 11/2023), g3. H11: h6 (device, result). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a stent graft placement procedure via femoral access, the stent allegedly failed to deploy. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a stent graft placement procedure, the stent allegedly failed to deploy. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
A voluntary recall has been initiated for the covera vascular covered stent which was product catalog/lot number specific. Reportedly the covera¿ vascular covered stent has the potential to exhibit deployment issues (i.e., failure to deploy the covered stent) due to slide block bond failures in the device handle. Full or partial failure of the product to deploy is most likely to require percutaneous replacement with existing access. In rare cases, iatrogenic vascular injury may occur as the result of device withdrawal, manipulation, or abrupt/unexpected movements, particularly in the context of difficult or partial stent deployment or mispositioning. Adjunctive endovascular maneuvers may be indicated. There have been no cases where an open surgical procedure has been required. To date, there have been no reported patient injuries associated with deployment issues. As a result of the field action, this event is being reported as a malfunction reportable event. The catalog number identified has not been cleared in the us but is similar to the covera vascular covered stent that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 11/2023)